Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a spaceoar vue was placed on (B)(6) 2025, in addition fiducial markers were placed transperineal. After computerized tomography (CT) image review, it was suspected that the hydrogel was located in the rectum. No patient complications were reported as a result of this event.